Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented post ablation procedure. A false elective replacement interval(eri) alert was received as a result of the direct currents during the ablation procedure. There were no patient consequences.